Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the remote arm controller (rac) on the system. The system was tested and verified as ready for use. Failure analysis received the rac unit but could not replicate the reported issue. The rac unit was installed into the test system for 10 minute sine cycles, 10 power cycles & sitting idle for 1 hour. No trouble was found on the rac. The unit also passed without error 40006 after burn-in overnight. The reported issue was not confirmed based on the failure analysis investigation. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system error 40006- the mlcr node reported a rac related software error. Based on the information provided at this time, this complaint is being classified as a reportable event because system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although there was no patient harm reported, and the procedure was completed robotically using a different surgeon side console, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the customer received error 40006 on the system. The customer power cycled the system, but the error returned shortly after troubleshooting. The customer swapped surgeon consoles to complete the case robotically. There was no patient harm reported. Intuitive surgical inc. (Isi) followed up with the customer to request additional information. As of the date of this report, no further details have been obtained.